Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had recharging issues. The patient reported that they got 7-8 coupling bars and charged for about 5 hours, but they were not able to get a charge on the implantable neurostimulator (ins). The patient did not have their external devices with them so troubleshooting could not be performed. There were no patient symptoms reported.

Event description:
It was reported by medical representative that the patient alleged overdischarge and reported that the last successful recharge was in (B)(6) 2016. It was reported that they needed to clear power on reset (por) as soon as they can. Caller was going to start physician recharge mode (prm) with patient. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.